Event description:
Cust reported reservoir fill concern.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Evaluated 1 open/used reservoir (.5 ml of clear liquid inside) and transfer guard. Performed pre-fill test appendix c; found transfer guard occluded anomaly during analysis. Per dop114-811doc. Conclusion: transfer guard failed per inspection occluded anomaly was found during test. Unable to pre-fill. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.